Event description:
It was reported that the patient presented to the clinic due to hearing alert tones for the right ventricular (rv) lead due to the superior vena cava (svc) coil impedance being greater than 200 ohms. Serial lead impedance measurements were done which varied from 70 to 176 ohms. The svc coil was reprogrammed off and the rv coil impedance measurements remained stable. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, implantable pacing lead, (B)(6) 2004. (B)(4).